Manufacturer narrative:
The low profile one-piece abutment 4.1mm(d) x 1mm(h) (lpc441u) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on an unknown tooth site and used for an unknown period of time prior to the fracture. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2010070431. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2010070431) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (lpc441u). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Additional information confirmed that fractured abutment piece was successfully removed from the implant. Another abutment was placed. Device evaluation was completed.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter last name, fax number: not provided. Device not returned.

Event description:
It was reported that a low profile abutment (lpc441u) fracture.